Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pace impedance measurements from 374 to 907 ohms over the course of approximately six months. The impedance trend shows a slow, steady increase. The other lead measurements are stable. Chest x-ray was normal, showing no evidence of lead dislocation or fracture. Pericardial effusion was also ruled out. As such, the health care professional (hcp) reached out to technical services (ts) to see if there is any other technical explanation for the increase in pace impedance. Ts provided an analysis of the date and recommended continue monitoring of the patient according to labelling/clinical practices. No adverse patient effects were reported. Additional information received (B)(6) 2026, indicates the patient underwent a revision procedure, and this rv lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted lead was discarded and therefore will not be returned for analysis.